Manufacturer narrative:
A specific root cause could not be determined based on available information. Additional information required for investigation was requested, but not provided. A general reagent issue could be excluded.

Manufacturer narrative:
The customer has confirmed that they have had no further issues.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for lactate gen. 2 (lactate). The customer stated that the erroneous result was discovered while performing linearity studies with high lactate patient samples that they had been saving. The customer mentioned that the entire patient sample run was repeated and everything matched except for the one mentioned sample. The sample initially resulted as 130 mg/dl and this value was reported outside of the laboratory. When the sample was pulled to perform the linearity study and repeated, it resulted as 23 mg/dl. The sample was repeated two additional times, each time resulting as 23 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The lactate reagent lot number was 69559201 with an expiration date of 02/28/2015. The customer declined a service visit.

Manufacturer narrative:
The serial number has been updated to (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.